Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Customer also stated the sensor fell off and the insulin pump was turned off. It was unknown if customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.